Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The introducer was returned for analysis. The sheath was kinked due to the native patient condition, of diseased iliac and femoral artery. The damage to the vessel was due to the removal of the kinked introducer. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the vessel damage is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient was admitted for a high risk coronary angioplasty. The team placed an impella cp via the femoral artery with a plan to use the site for single access for the angioplasty devices and impella pump. The impella sheath kinked at the attempted single access. When the kink occurred, the team placed the angioplasty sheath in the opposite leg/femoral. The anatomy of both iliacs and femorals was observed to be aneurysmal. Later the team observed the impella sheath had caused a perforation that was treated by balloon angioplasty and placement of a covered stent.